Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error messages, but was unable to confirm the reported shutdown issues. Analysis noted error messages in the device logs but was unable to reproduce the errors. The programmer software was reloaded. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a system error message and shut down several times during interrogations. The programmer was returned for service. No patient complications have been reported as a result of this event.